Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. This complaint was identified through the clinical evaluation report (cer) process. The cer process is conducting a retrospective literature review for the life of the product and in some cases identifying complaints in articles that cannot be reasonably investigated due to the age of the article. Additionally, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. H6 component code: g07002 ¿ device not returned. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Related events captured via 2210968-2023-05631 and 2210968-2023-05632.

Event description:
This report is being filed after the review of a clinical evaluation report (cer) from a related research activity database (drra) for patients undergoing elective laparoscopic incisional hernia repairs. The reported complication as per ICD 9 & 10 categorization experienced by the following with corresponding intervention: intraoperative complications total 105 - bleeding ss 44 sso 1, organ injuries ss 80, sso 2, vascular ss 22, bowel ss 51, sso 2, bladder ss 3, spleen 2, others 7 general complications total 149 - fever ss 9, urinary tract infection ss 20, diarrhea ss 7, gastritis ss 4, thrombosis ss 3, pulmonary embolism ss 4, pleural effusion ss 2, pneumonia ss 18, copd ss 9, cardiac insufficiency ss 7, myocardial infarction ss 4, renal insufficiency ss 11, hypertensive crisis ss 6, others ss 71. Postoperative complications total 194 - bleeding ss 44, seroma ss 90, prolonged ileus or obstruction ss 25, bowel injury/anastomotic insufficiency ss 17, wound healing disorder ss 19, infection ss 16, sso 1. Complications related to reoperations - ss 65, sso 1. 1-year follow up - recurrence ss 329, sso 4, pain on exertion ss 1047, sso 8, pain at rest ss 564, sso 6, pain requiring treatment ss 447, sso 4, trocar hernia ss 36, sso 1, secondary heamorrage ss 41, seroma ss 206 sso 1, infection ss 109, sso 1.